Event description:
Pt stating current curlin pump constantly needs battery replacement. Confirm drug, dosage, frequency. Pt states she had to go through 8 batteries for 2 infusion cycles. Each time she replaces pump with new batteries. Last infusion pt states she had to change battery mid infusion to be able to infuse the total infusion. She was already sent out new batteries from pharmacy. Pt did not miss a dose or experience ae as a result. Unknown start date. Unknown it pt has product for return. No further information provided. Pump used to infuse gammagard at above dose and frequency. Indication: guillain-barre syndrome and chronic inflammatory demyelinating polyneuritis. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No; is the actual device available for investigation? Unk; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? No; reported to (B)(6) by pt/caregiver.